Manufacturer narrative:
H11: corrective data: corrected section h6: method (4111, 4112, 4114 and 3331) and conclusion codes (50).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation and/or stenosis requiring replacement of the valve. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The explanted device has not been returned for evaluation; therefore, the reported event could not be confirmed through device analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event cannot be conclusively determined with the available information. The torn leaflet was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a 27mm 2700tfx aortic valve was explanted after an implant duration of nine (9) years due to torn leaflet -rcc, severe aortic insufficiency, and aortic stenosis. Per the medical records, the previous aortic was inspected. The leaflet corresponded the right coronary cusp was found to be torn with severe insufficiency. The valve was densely adherent to the remainder of the surrounding tissue. The valve was removed, and care was taken to remove any particular matter that was loose. The explanted valve was replaced with another 25mm 11500a aortic valve. The patient was taken to the cpacu in stable condition. The patient was discharged home pod #7 in stable condition.